Event description:
Patient has early loosening of his right hip femoral component consistent with osteolysis from metal debris. Metal ion testing done, levels very high. Needs hip revision soon per physician.